Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a non-emergency procedure. The procedure was completed by moving the patient to another system. The philips field service engineer (fse) examined the system onsite and confirmed that x-ray is not displaying the images on the monitor. Review of the logfile shows x-ray is not displaying the images on the monitor. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found a faulty 3ny power supply, which provides power to the monitor and video splitters. To resolve the issue fse replaced the 3ny power supply located at the bottom of the b cabinet as well as the top six video board chassis. The defective part was sent for single phase distribution unit failure was observed and the failure was found to be burnt fuses. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor was unable to display the live images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.